Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2026 due to infection (site of infection not confirmed), pain/non-auditory sensations and suspected device failure. The patient was reimplanted with a new device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient experienced intermittency and poor sound quality with the device, as well as migraine, dizziness and pain at the implant site. Subsequently, the patient was treated with oral antibiotics (date and duration not reported). The implanted device remains.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.